Event description:
Implant date - (B)(6) /2014 - before prosthetic restoration. Stability was achieved, but osseointegration was not achieved. At the time of implant failure there was mobility and a fistula.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a post loading failure caused by an infection.